Event description:
It was reported that an increase in the capture threshold and a decrease in the sensing were observed on the right ventricular (rv) lead. During the revision procedure, blood was observed to be in the space around the lead where the stylet is inserted. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of high capture threshold and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.